Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results did not confirm the alleged issue of a broken cable. Visual inspection of the instrument showed no damage to the drive cables at the distal end. The grips were able open/close fine when the input discs were manually rotated. Engineering evaluation also found various scratch marks on the distal end of the instrument's main tube with light material removal. The scratches are .100 - .145 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely due to mishandling/misuse. Zero uses left. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi contacted the initial reporter of this complaint and confirmed that no patients were harmed because of the alleged issue. The initial reporter denied that there was any patient involvement with the instrument in relation to the alleged issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the mega needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.